Manufacturer narrative:
The device was returned for analysis. The stylette was stuck in the device. Residue was present on the stylette. The distal tip was stretched and necked onto the stylette. The balloon bond was stretched. Kinks were evident on the distal shaft. The balloon was inflated within specification. The balloon burst at the balloon bond immediately after inflation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was attempting to use a euphora rx balloon. No damage was noted to the device packaging. No issues were noted removing the device from the hoop/tray. The device was inspected with issues noted. As the operator was attempting to pull out the stylet, removal difficulties were encountered, it was reported that the stylet had a barb that caught the glove and then jammed in the lumen. The incident was noticed at the time of package opening and removal from hoop. The hoop was flushed and the incident noticed prior to the hoop / balloon being placed in a bowl of saline. The device was not used in the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.